Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter for the patient (wife) contacted lifescan (lfs) alleging that her onetouch ultra 2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the original call. The reporter stated that the alleged product issue first began several months prior to contacting lfs. On (B)(6) 2018, around 9:30-10:00 pm the reporter stated that the patient obtained an alleged inaccurately high result of 271 and 205mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with ¿humalog and levemir¿ and reported that she increased her dose of levemir by 1 unit, to 36 units in response to the alleged product issue. The reporter stated that on (B)(6) 2018 at 2:30am the patient developed symptoms of ¿sweating and hypoglycaemia¿ after the alleged product issue began. It was unclear if any treated was received. No medical intervention was reported. The reporter denied that another medical device was used. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the test strips that were used were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.